Manufacturer narrative:
Citation: popovic b, molho a, varlot j, fay r, metzdorf pa, elfarra m, maureira p, juillière y, huttin o, camenzind e. Prognostic influence of acute decompensated heart failure in patients planned for transcatheter aortic valve implantation. Catheter cardiovasc interv. 2020 nov;96(5):e542-e551. Doi: 10.1002/ccd.28813. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prognostic influence of acute decompensated heart failure in patients planned for a transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between july 2009 and march 2017. The study population included 756 patients (predominantly female, mean age 83 years), 122 of whom were implanted with medtronic corevalve (no serial numbers provided). Among all patients, adverse events included: bleeding, vascular complications, atrial fibrillation (afib), permanent pacemaker implant, left ventricle perforation, hemopericardia and sternotomy. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.